Manufacturer narrative:
Pump error 35 alarm noted in the insulin pump history and critical pump error (open book image) alarm during testing due to moisture damaged electronic assembly on motor/force sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that her husband insulin pump had critical pump error. The customer¿s blood glucose level was unknown. The customer reported that they received a critical pump error image on the pump screen. It was reported that they were unable to clear the alarm. Customer stated that they were not able to rewind the pump. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will not be returned for analysis.